Manufacturer narrative:
Eval summary: neither x-rays nor operative notes were provided. As such, the surgical technique cannot be reviewed and the implant construct cannot be analyzed radiographically. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, and type of activity (low impact vs. High impact) are unk. Based on the available info, an exact cause for the reported condition cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Event description:
It is reported that the pt is presenting with pain in her left knee.